Event description:
The manufacturers representative reported the patient experienced overdose symptoms and was found unresponsive at home. Two days previous, the medication had been changed and a bridge bolus had been delivered. "All pump information was correctly entered/programmed. No mistake on information or parameters." The pump had been infusing methadone and fentanyl. Patient was noted to also be on methadone, oxycontin and possibly other drugs. The patient was admitted to the emergency department and, from there, the intensive care unit. The patient required ventilator support. The pump was turned down and stopped. But the patient continued to have effects. A narcan drip was initiated. The hcp reported no tests were done at that time. The patient was discharged from the hospital and seen in the clinic in 09/2006. The medication was removed from the pump and sent for analysis. The pump will remain off and be removed I n the future. The patient is being maintained on "meds and intervention" and has recovered without sequela.